Manufacturer narrative:
Correction made to the date of this report and the date manufacturer received information. Fields were left blank on the previous report; the correct date for both fields is (B)(6) 2015.

Manufacturer narrative:
Medtronic received additional information that the patient's weight was (B)(6) lbs.

Event description:
Medtronic received information that following implant of this bioprosthetic valve, a 10-beat run of ventricular tachycardia was noted. The issue resolved the same day without treatment. One day post-implant, complete heart block (chb) was noted. A permanent pacemaker was implanted 4 days post-valve implant, resolving the complete heart block.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.